Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed damage to the ptfe peel apart sheath at the distal end. The tip of the sheath was observed to have a raised and rough surface. The sheath opening was observed to have an indent. No additional damage was observed. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, when the PICC catheterization room placed the catheter on the patient, it was found that the puncture sheath could not enter after skin expansion, and then it was observed that there were split creases at the front end of the sheath, and then it was successfully placed after changing a stocking sheath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.